Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-05701. It was reported that the patient presented for follow up with both the right atrial and ventricular leads exhibiting noise. The patient also complained of discomfort, possibly caused by pacemaker syndrome resulting from loss of av synchrony due to inappropriate mode switch caused by the atrial lead noise. There were no interventions reported. The patient was stable.